Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on an unknown date. During the procedure, the motor drive unit was losing power and not working effeciently. A second motor drive unit was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.